Event description:
Co was notified by the facility d.o.n. That the pt was found on the floor of her room after falling out of her wheelchair, or getting out of her wheelchair and then falling. The pt was found by a certified nurses assistant. Co was told that the pt monitor system was not in alarm. This system consists of a control box and a sensor pad. The d.o.n. Claims that the unit was functioning normally as recently as the morning of the event. This incident occurred at 8:45 pm in the pt's room.